Event description:
The patient was implanted with a left ventricular assist device. It was reported that the pt experienced unusual alarms during the morning with no lights associated. Upon interrogation of the device, it was noted that the pt had low flow and low speed operation. The log file was submitted to the MFR and a review of the log file data was consistent with the reported event. The hospital replaced the system controller and the issue was resolved. A percutaneous lead repair was completed. The pt was put back on grounded cable without any issues. A portion of the percutaneous lead will be returned for eval. No further info was made available.

Manufacturer narrative:
No further info is available. A supplemental report will be submitted upon completion of the MFR's investigation.